Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issue was caused by a misaligned latch sensor. A field service engineer identified that main drawer 3.2 failed to register as closed due to a dislodged latch sensor. Reinstalled and secured the latch sensor in its bracket and performed hardware test application testing, which passed with correct drawer closure detection. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer had to be slammed very hard for machine to recognize it has been closed. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.